Event description:
It was reported that during a gastrectomy, when the device was rotated, it fired prior to being put on the specimen. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.